Event description:
The ventilator went inoperative, the pt was manual bagged, they turned the ventilator off then on and returned the pt to the ventilator. In checking out the ventilator setting it was determined that the setting was different then originally set. They reentered the setting and the ventilator operated correctly.